Event description:
It was reported that during a pci procedure, a pinhole rupture occurred. The 90% stenotic lesion being treated was located in the calcified posterior descending artery (pda). Ivus was performed during the procedure. The quantum maverick balloon was inflated to 12atms for predilation. Then another manufacturer's stent was deployed. The quantum maverick balloon was then advanced a second time for post-dilation, however, as the balloon was inflated to 16atms the pressure would not hold. Upon removal, a pinhole rupture was noted in the quantum maverick balloon. No patient complications were reported, and the procedure was completed with another unknown device. Patient status was reported as 'good'.